Event description:
It was reported that the patient underwent a posterior spinal fusion and an anterior lumbar interbody fusion at l3-s1. It was reported that the patient had bi-lateral rods broken at l5-s1 with a non-union at l5-s1. The patient reported having atrial arrhythmia and hypertension. The patient underwent a revision surgery, extending the construct l3-pelvis. No additional info was reported.

Manufacturer narrative:
(B)(4). Microscopic and sem examination of the rods revealed pitting present on the set screws where they interface with the mas threads, as well as at the base of the set screw where it interfaces with the rod. The pitted locations are around component interface points, specifically the mas head u-channel, the set screw threads, and the set screw bottom face and the spinal rod. The pitted areas seen under microscopic and sem examination appeared to have a striated granular appearance with cubical voids, when viewed under high magnification. These voids are indicative of chemical attack. The pitting seen at these construct interface points, when assembled, would provide crevices which can promote in vivo corrosion. Both the mas heads and the set screws are made from (B)(4). Only the set screws were examined under high magnification via sem, due to sem chamber size constraints. Sem microscopy identified cuboidal pitting /voids seen on multiple set screw rod interface surfaces; samples appear consistent in location and corroded surface morphology to crevice corrosion. Microscopic examination of mas heads and rod surfaces identified crystallographic pitting in the rod saddle / mas head, consistent in location and surface morphology with crevice corrosion. Stainless steel corrosion resistance is obtained from a passive film which forms in an oxygen rich environment; the presence of large amounts of biological material may have generated an oxygen deficient region, resulting anodic cell development, which would result in the loss of the passive film and eventual corrosion of the material. Additionally, micro-motion of the components may have also contributed by mechanically removing the passive film formed on the stainless steel. No other material signs of wear, cracking, fracture or breakage were identified. The nature, location, and corroded surface morphology of the returned implants are consistent with anticipated in-vivo wear due to crevice corrosion. Analysis of films found complex scoliosis construct noted t5 to iliac crest with pedicle screw and crosslink. Rod is seen broken at l5 on left and right.